Event description:
Customer reported that the pump was freezing and becoming unresponsive while navigating menus and programming actions. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.